Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation in the file to show a causal relationship between the event of diabetic seizure and the liberty select cycler. Additionally, there is no reported allegation of a machine malfunction. There is however, a temporal relationship between the event of diabetic seizure and continuous cycling peritoneal dialysis (ccpd) therapy as the patient was actively in treatment at the time of the event.

Event description:
It was reported that a peritoneal dialysis patient had a diabetic seizure. The caregiver contacted technical support to cancel out of a treatment. It was reported that the patient was being transported via ambulance to the emergency room for a diabetic seizure. The patient¿s signs and symptoms were unknown. The caregiver also reported that the patient¿s catheter (not a fresenius product) was ripped out as a result of the seizure. Upon follow up with the patient post the event, the patient stated their blood sugar was 36 when they were transported to the emergency room. Per the patient, they were administered one dose of antibiotic (type, route, dose and strength unknown). The patient confirmed that they were administered antibiotic and not glucose. The patient¿s catheter issues was addressed in an outpatient clinic by replacing the catheter tubing. The patient was not hospitalized for this event and was discharged from the emergency room within a few hours. The patient has recovered from this event and been able to continue their treatment without complication.